Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, product type: accessory. Analysis was performed on the main implantable device. It was found that the device had reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4) ,implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient would start charging with 4-5 coupling boxes. When the patient leaned back, because she had back trouble and hurt, the recharger would disconnect or go blank, and the patient would need to restart the charge. The belt did not keep the antenna in place, even with spacers. The patient tried her back brace and continued to lose coupling. The patient thought the issue was with the wires inside the antenna. The patient met with a company representative for troubleshooting. While charging and holding the antenna, the coupling bars went down to 6 bars. In addition, the icon for the antenna too hot was displayed. The patient did get pain relief, but the frustration of recharging was making her reconsider, as she could not sit for hours to charge. It was noted that the anomaly appeared to have occurred through product use. Additional information received from the patient in response to follow-up reported that they were still having concerns and had not sought further help. The patient planned to let it the stimulator run down due to the concerns. Additional information received from the manufacturer representative (rep) in response to follow-up reported that a new recharger was sent to the patient. Additional information received from the rep on (B)(6) 2014 reported that a coupling problem was still present. The patient has to remain perfectly still when charging or else she loses connection. The recharger would not hold a charge and that was when the new recharger was sent on (B)(6) 2014. Additional information received from the rep reported that the manufacturer's representative called the patient to inquire if the patient was having coupling issues. It was noted that the manufacturer's representative sat with the patient in the physician's office when the replacement antenna arrived and helped the patient recharge. It was noted that the manufacturer's representative sat with the patient for half an hour and the patient had all 8 coupling bars the whole time. Over the phone, the patient reported to the manufacturer's representative the she let the battery deplete. The patient stated that she did not have the patience to sit there while it recharged. Additional information received from the patient reported not charging since the last call due to frustration with charging. The battery was purposely let into overdischarge. The device was implanted but no longer was in use. Relevant medical history included spinal pain.

Manufacturer narrative:
(B)(4). Previously reported device code no longer applies. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) reported that the implantable neurostimulator (ins) and lead were explanted on (B)(6) 2016. The patient had reported never having been able to recharge. She had been unable to recharge, even after meeting with a rep. No death occurred and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.